Event description:
The customer reported that the ventilator went vent inop and alarmed due to a data acquisition pcba adc failure. The customer reported the unit was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer contacted manufacturers product support engineer (pse) for assistance who advised the customer evaluate the data acquisition pcb board for replacement to address the reported problem. The customer reported to the pse that the data acquisition pcb board and the motor controller board to data acquisition board cable will be replaced to address the reported problem.

Manufacturer narrative:
No request for manufacturers service.